Event description:
It was reported that the customer had issues with sensor calibration. The customer's blood glucose level was 168 mg/dl. Standard troubleshooting was performed. The sensor was unable to connect to the transmitter. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per department operating procedures. The sensor failed per specification due to high readings.